Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.5/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2018. On (B)(6) 2018 the lens was explanted due to excessive vault, elevated iop, and a "protuberant" iris. On (B)(6) 2018 a shorter lens was implanted. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned ina micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).